Event description:
It was reported to philips that the system would not produce exposure. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the hard disks which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use. The philips field service engineer inspected the system onsite and found issues with pc. The review of system log file identified malfunction of frontal ip(image processing)pc. The issue was resolved by replacing image disc. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's pcs. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). Following replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.